Event description:
Healthcare professional reported right side capsular contracture grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported, right side capsular contracture, grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, 40 mm dark patch edge material inside gel device. Observed, broken device in the posterior side assessed, as fold flaw opening. Observed, creases on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2, d3, d4, h6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side capsular contracture grade unknown. Device has been explanted.